Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Used product was received by carefusion with product returned by customer for other pt events. Product was not expected. Although requested, no add'l pt or event details were provided by the customer.